Event description:
These cardinal health webcol alcohol prep pads size m come 200 in a box. Many of the pads in each box are dry. There has been no patient harm, but it is a quality problem and slows down staff work. Multiple lot numbers involved: 26c012662 26d019462 26c003562 / product details: saturated with 70% isopropyl alcohol medium 2 ply. This report captures cardinal health webcol alcohol prep #1. Dpc: 1506; 2978. Hecc: 4582. Reference report: mw5190881; mw5190882.